Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient seeking legal action.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient seeking legal action. Doi: (B)(6) 2006- dor: none reported (left hip). Update: (B)(4) 2013, pfs was received from legal, medical records were received from legal. Records are available for further review. This is the right hip not left. The devices associated with this report were not returned and are presumed yet implanted. A complaint database search finds additional reported incidents against lot code 2241090 since its release for distribution. A review of the device history records did not reveal any related manufacturing anomalies. A complaint database search of the remaining lot codes finds no additional reports. A review of the provided patient records did not identify a root cause. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.